Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up that the right ventricular (rv) lead showed high capture thresholds, and was displaced., x-ray confirmed displacement. The physician removed the lead and implanted a new one. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.